Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional initially reported insufficient information against the left device. Healthcare professional later reported rupture diagnosed via ultrasound. Device status was explanted and replaced.